Event description:
(B)(4). It was reported that a patient underwent a dlif procedure on (B)(6) 2014. During surgery, the posterior piece of cage broke off while inserting. No patient complications were associated with this event. Update from rep: (B)(6) 2014 sorry to be vague, but we are not sure which cage it came off, as the surgeon recovered the piece of peek while removing the retractor. There were no other broken pieces that could be seen in the patient. To the best of my knowledge there has been no further issues with this patient.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.